Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was provided for investigation but does not reflect the alleged device. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date received by manufacturer / awareness date: (B)(6)2019.